Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Functional testing was performed with an inflation device with water, the shaft leaked near the exit notch. There is a shaft perforation starting at the exit notch that is consistent with damage that is seen with use of a guidewire. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 20-sep-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft perforation.